Event description:
It was reported that an ilet user experienced an elevated blood glucose of 354 mg/dl while traveling and frequently paused insulin delivery due to concern about hypoglycemia, did not make meal announcements, and had recently completed a supply change; a factory reset was later recommended due to excessive pausing. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available and insufficient information regarding a device component problem, and the medical device problem remained insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.